Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced three infusion sets cannula kinked events on (B)(6) 2024. The events occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level was more than 538mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.